Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =600 mg/dl with small urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly received insulin via injection to lower the blood glucose level. Troubleshooting by animas customer support revealed the user was not cycling the insulin cartridge prior to use per the manufacturer¿s instructions for use causing the pump to lose prime resulting in under delivery of insulin to the pump. Education was provided by animas customer support. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue. Product return is not required nor expected.